Manufacturer narrative:
Sensor 3mh003ng0cm has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. The sensor plug was properly seated. Attempted communication between the returned sensor and known good reader and the returned sensor successfully communicated with the reader. No scan timeout error messages were observed. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a ¿scan again in 10 minutes¿ message on the adc freestyle libre sensor while using the libre link. The customer experienced weakness and unspecified symptoms of hypoglycemia and was incapable of self-treating. A reading of 4.3 mmol/l was received on an unspecified meter and the customer was treated with a dextrose tablet and dexero energy pill by a non-hcp teaching staff at a school. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a ¿scan again in 10 minutes¿ message on the adc freestyle libre sensor while using the libre link. The customer experienced weakness and unspecified symptoms of hypoglycemia and was incapable of self-treating. A reading of 4.3 mmol/l was received on an unspecified meter and the customer was treated with a dextrose tablet and dextro energy pill by a non-hcp teaching staff at a school. There was no report of death or permanent impairment associated with this event.